Event description:
Before a procedure, while unpacking a penumbra coil 400, a kink in the pusher was observed. The coil as not used in the patient and another was pulled from inventory to be used.

Manufacturer narrative:
Results: the proximal end of the pusher appears to be kinked approximately 5.0 cm from the proximal end of the wire approximately at the region on the hypotube tab. The pet-lock is still intact and the coil is still attached to the pusher assembly at the distal detachment tip (ddt). Conclusion: the complaint has been evaluated and confirmed. The complaint indicates during the removal of the coil from the packaging, the proximal end of the pusher assembly was kinked. Upon evaluation, it was visible that the proximal end of the pusher was kinked. The likely cause of this damage was improper removal of the device from the packaging hoop. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.